Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her son experienced high blood glucose level and insulin pump was under delivering. The blood glucose of the customer was 532 mg/dl at time of incident and current blood glucose as 429 mg/dl. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer stated that infusion set was leaking but cannula was not bent. Customer had been using the insulin pump system within 48 hours of reported high blood glucose. The customer was treated with insulin pump for high blood glucose level. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. The customer declined troubleshooting. The insulin pump will not be returned for analysis.